Event description:
Patient presented to physician with pain and swelling at the ipg site, 3 weeks post implant. Physician prescribed antibiotics prophylactically. CT scan showed that the ipg had flipped. Physician performed surgery to reposition and secure the device. During surgery it was determined that one suture had ripped from the fascia. Following surgery, the issue is now resolved.